Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software and uploaded to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. However, no relevant alarms were noted in adapt to confirm any anomalies. No pump error 130 noted to confirm any anomalies from radiation exposure. Proceeded with the following testing to ensure proper functionality of unit. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and self-test. No unexpected alarms were noted during testing. Proceeded to cut unit open to perform deconstructive analysis. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage was found on electronic assembly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of exposed to magnetic field were unknown. During testing, no unexpected alarms were noted to confirm any anomalies caused by radiation exposure. No relevant alarms were noted in adapt. Unable to confirm customer's alleged high bgs. Overall, unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump was not working. The customer reported a blood glucose value of 364 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion) and the manual injection/insulin pen. The event involved products mmt-397a, mmt-332a, mmt-1884, and mmt-7040a. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a, mmt-332a, and mmt-7040a. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (medical device problem code 3191 has been replaced with 2918) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer believes that the pump is not working correctly and pump was exposed to radiation and that may have caused the pump not work correctly. The customer also reported difference between sensor and blood glucose values.